Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain 5) alarm. The patient was not connected at the time of the alarm. The uf volume for drain five equaled 2107ml. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient reported that nothing unusual was noted about the supplies and no overfill symptoms were experienced. The technical services representative assisted the patient to end therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.